Event description:
Additional information received on (B)(6) 2012 reported a loss of stimulation. Reprogramming of the patient's implantable neurostimulator (ins) was performed. No patient injury was reported. Additional information received on (B)(6) 2012 reported that the patient experienced a shocking or jolting sensation while being seen for a follow-up appointment to prepare him for all of his tests for his current medical issues relating to cancer. The manufacturer representative tested his system and the ins "shocked" him when they tested the leads on the right side. The left side leads were "ok." The patient also experienced being "zapped" in the past at his house due to two power stations and for "industry that went in 1 block from his house." Since getting "zapped," the patient halted the use of the stimulation system. The patient's status was noted as "fair." The patient elected to not undergo a replacement procedure for his right lead because he was told that all of the components are different now and he would need a new ins and lead.

Event description:
Additional information received reported the cause of the event was a fall and loss in coverage. It was noted the physician wanted to "change the patient's leads and implantable neurostimulator (ins)" but was denied due to insurance issues. No patient injury was reported.

Manufacturer narrative:
(B)(4). Lead: model 377760, lot# n0037462, implanted: (B)(6) 2005, explanted: unknown; lead: model 377760, lot# n0037459, implanted: (B)(6) 2005, explanted: unknown; programmer: model 37742, serial# (B)(4).

Event description:
It was reported that the patient fell directly onto the battery site on ice approximately 5 days ago. The patient later presented to the clinic with a complaint of intermittent shocking when using electrodes 0-7, even at low amplitude of 0.8 volts. The patient also complained of burning at the pocket site and intermittent shocking from both leads when his stimulator was tested. No heat was felt over the battery. Impedance measurements were above 3,500 for all electrodes. A revision was planned to replace the battery and lead, but had not yet occurred. Additional information has been requested, but was not available as of the date of this report.